Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 686mm from the base of the hub. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the device with no issues. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wings were slightly relaxed and opened out of their folded position, however there were no signs that the balloon was subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 05-sep-2016. It was reported that catheter loading difficulties were encountered. Upon introduction of a 3.00x20mm promus premier drug-eluting stent, the device would not feed over a 0.014 guide wire. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.